Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Faulty mpu (memory protection unit) board was replaced. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service history review identified this device was previously repaired on 25-aug-2022 for error 41171 and bubbled dso (downstream occlusion sensor) seal. Just clearing the code did not resolve the issue, so the board is being replaced. A CAPA (corrective and preventive action) was open to address the dso seal issue.

Manufacturer narrative:
No information has been provided to date. A product sample was received for evaluation. Visual and functional testing were performed. No visual defects were identified. A functional check was performed and the customer problem was able to be replicated. Device was found to be displaying error code alarm message during power up. The downstream occlusion sensor seal was replaced to address the issue. Faulty mpu board was causing the reported problem. A microprocessor unit board will be replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was previously repaired on 25-aug-2022 for error 41171 and bubbled dso seal. Just clearing the code did not resolve the issue, so the board is being replaced. CAPA-(B)(4) is addressing the dso seal issue.

Event description:
It was reported that the device had an error code and a bubbled downstream occlusion sensor seal. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.